Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm noted. The insulin pump has cracked case at the display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call that their blood glucose readings are high. Customer states that the blood glucose reading is 187 mg/dl.